Manufacturer narrative:
Of the 47 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to contamination under the buttons. During investigation for unrelated complaints, there were 6 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 47</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-82 years of age and between 38 and 270 pounds. Of the reported patients, 22 were male, 25 were female, and 0 were unknown.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 10 instances of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.